Event description:
It was reported the healthcare provider (hcp) was unable to aspirate cerebral spinal fluid (csf) from the catheter access port (cap). It was stated that he could see some fluid come into the syringe when the hcp was aspirating but it was negligible and couldn¿t be measured. It was confirmed that the needle was patent. The hcp decided to inject the dye anyway and pushed the drug that was in the catheter into the ¿it space.¿ it was confirmed that the patient received a daily dose of drug when hcp injected the dye. The catheter was clear and no problems were noted with the catheter. The dye was seen in the ¿it space¿ and it looked ¿good.¿ it was reported that the hcp kept the patient for observation but patient did not experience any adverse events. It was reported that the hcp thought the catheter was a ¿c7 placement.¿ the pump system was delivering morphine. Additional information reported that the patient was having insufficient pain reduction. It was unknown the cause of the difficulty aspirating. There were no catheter issues. The location of the issue was at the pump site. There was no revision, physician did the dye study even though he couldn¿t aspirate. Dye study revealed no problems whatsoever. There are no telemetry strips available. It was reported that the physician had changed concentrations and meds to see how they work. It was reported that nothing was explanted and that the pump was functioning correctly. Additional information reported that the patient was ¿now having moderate pain.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835 lot# serial# (B)(4), product type: programmer, patient. Product ID: 8780 lot# serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. Product ID: 8780 lot# serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).